Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the equipment does not work. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device was physically damaged and debris and other foreign substances were present. Further, cable was damaged and found signs of repair by customer (white adhesive tape). Also, labelling was damaged. The device was deemed non-repairable and returned to customer as unrepairable. The physical damage to the device along with damaged label are most likely due to user mishandling of the device or a possible fall. Damaged cord is most likely due to unauthorized repair as it was found signs of repair by customer (white adhesive tape). Improper cleaning / maintenance is the root cause of the debris on the device. The physical damage to the foot switch would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the foot pedal(fms vue/nextra) device did not function. During in-house engineering evaluation, it was determined that there were debris and other foreign substances present on the device. There was no procedure nor patient involvement reported. No additional information was provided..